Manufacturer narrative:
The customer, a biomedical organization, indicated they are contacting the device's owner and advising them to scrap the device because the repair costs outweigh the replacement cost and the age of the device.

Event description:
Found during test. According to the reporter, the device will not charge up past 100 joules on any energy setting above 100 joules. There was no pt use associated with the reported incident.